Event description:
It was reported that a pump previously indicated a cartridge change error, but the specific date of the event was not provided by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support was unable to troubleshoot the issue as it occurred in the past and relied on the call date for documentation. No additional information was received regarding the outcome of the event.